Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. Because a product sample was returned, visual and functional testing could not be conducted. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A survey respondent reported that a cannula disengaged from the syringe while a surgeon was injecting an unspecified solution into the patient's eye and this caused the eye to fill with blood. The respondent informed that the issue was resolved and "nothing major was required". Additional details and product sample have been requested; however, no information has been received to date.